Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 19 mmol/l; cause was due to altitude alarm. Customer delivered a correction bolus via pump to address bg level. Customer was able to continue using insulin with the original cartridge.